Manufacturer narrative:
Based on the description of the issue and the images shared, the patient appears to have reherniated and the barrier (seal) portion of the device migrated with the herniated material. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Patient had a "hard fall" on (B)(6) 2025 with a reherniation. Revision surgery was performed on (B)(6) 2025 where the mesh was observed to have migrated out of the disc space. The device was removed as part of the treatment for the reherniation.